Event description:
It was reported that the patient was experienced high blood glucose levels of 300mg/dl on (B)(6) 2026 due to bent cannula. The patient was treated with pump. The infusion set was in use for two days.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: california post office or zip code: 91325. Based on the available information, this event is deemed to be a serious injury. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.